Event description:
It was reported that the customer had been hospitalized due to diabetic ketoacidosis. Customer's husband stated that the infusion set was leaking when the customer was hospitalized and that her blood glucose level was in the 300's mg/dl. Customer's husband stated that he would call back when he had more time to troubleshoot the infusion set. Infusion sets will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.